Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) due to a recent non-sustained ventricular tachycardia (nsvt) episode initiated by trigger pacing that was delivered without sensing anything earlier. Technical services (ts) explained that trigger pacing was limited by the maximum pacing rate (mpr), and triggering pacing would be provided for any premature ventricular contractions (pvcs) or ventricular conduction at or below that rate. The programmed mpr was 140 bpm and was tied the maximum tracking rate (mtr). As a result, trigger pacing was provided up until the interval was fast enough. The crt-d was operating as programmed. Ts discussed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.